Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient¿s cgm was reading 220 mg/dl. No bg meter reading was taken at this time. The patient was nauseous, vomiting and had an increased heart rate. The patient went to the emergency room for evaluation. At the ER, the patient¿s cgm was reading 220 mg/dl, and the bg meter was reading over 500 mg/dl. The patient was treated with ondansetron. The patient was discharged home after three days. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.